Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance by getinge field service technician that cardiosave intra-aortic balloon pump (iabp) had pim test failed. No patient involvement and patient injury reported.

Manufacturer narrative:
Updated: b4, g3, g6, h2,h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. The getinge field service engineer (fse) found unit was not holding a vacuum and unit failed its internal leak test. Service disk was not expired by hrs or cycles. Results were out of spec, so it needed to be changed. The fse replaced pneumatic module and all functional and safety tests per manufacturer specifications. Unit cleared for clinical use. There was no patient involved.

Event description:
N/a.